Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with cracked reservoir tube lip.

Event description:
The customer reported that there was an incident in which the scroll wrap feature of the insulin pump caused an accidental over-delivery of insulin, which she treated with food. Further details were not given regarding that incident. The customer also stated that her insulin pump was not vibrating while set to vibrate. Her blood glucose at the time of reporting this issue was 68 mg/dl, for which she took glucose tablets to treat. The customer stated she was also having trouble hearing the insulin pump beep. She performed a self-test on the insulin pump and the test passed. The customer stated the insulin pump vibrated during the self-test. Nothing further was reported.